Event description:
It was reported that there was a perforation of the artery. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. During the ablation procedure the patients' pressure fluctuated throughout and was treated accordingly. The procedure was successfully completed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and was successfully implanted. The patients' blood pressure dropped after removing the was from the patient. The patient was sent into surgery to repair the artery that was perforated during groin access. There was no other treatment or intervention performed for the patient. No other complications were reported to have occurred as a result of this event. The patient is expected to make a full recovery.

Event description:
It was reported that there was a perforation of the artery. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. During the ablation procedure the patients' pressure fluctuated throughout and was treated accordingly. The procedure was successfully completed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and was successfully implanted. The patients' blood pressure dropped after removing the was from the patient. The patient was sent into surgery to repair the artery that was perforated during groin access. There was no other treatment or intervention performed for the patient. No other complications were reported to have occurred as a result of this event. The patient is expected to make a full recovery.